Event description:
As reported, during valve deployment, the commander delivery system balloon came into contact with the sinotubular junction and ruptured at the end of inflation, when it was fully inflated. The balloon was retrieved inside esheath but the operator met resistance once the nose cone entered the sheath. They attempted to pull out the sheath and delivery system as one unit, keeping the nose cone inside of the sheath. Resistance was met at the femoral artery entry site. The vascular surgeon performed a cut down to remove the devices and it was observed that the balloon material had umbrellaed distal above the nosecone. The artery was repaired and closed without issue and patient had no issues. Imagery provided revealed balloon material separated off balloon catheter; this was separated by the vascular surgeon upon removal as it was still attached to the proximal portion of the balloon area before removal.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The commander delivery system was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was returned and review of the 3 mensio imagery showed presence of calcium in the patients stj and leaflets. Picture was provided by the site showing the device post procedure and revealed the following: balloon burst confirmed, radially and longitudinally, balloon material inverted over distal tip. Balloon material separated (cut by physician during device removal). A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary applies to this event therefore no lot history review, no complaint history review and no manufacturing mitigation is required. The review of the instructions for use (IFU) was performed in an existing technical summary. A review of edwards lifesciences risk management documentation was performed for this case and there was no evidence of product non conformances or labeling/IFU inadequacies. No further action is required. The complaints for failure balloon burst and withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath were confirmed through the provided device pictures . However, no manufacturing nonconformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per information received by the site and 3mensio report, calcification was present in the sinotubular junction and at the leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressures, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. An existing technical summary applies to this event therefore, no preventative or corrective actions (CAPA) are required, and no product risk assessment (pra) escalation is required.